Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient disconnected and reconnected the driveline on 12may2026 due to a yellow wrench alarm. Log files were submitted for review and captured backup battery (ebb) fault alarms starting on 12may2026 at 10:37. The ebb fault was due to an ebb circuit fault. This was only an advisory alarm and there was no pump interruption during this event. The driveline was disconnected at 10:41:06 and reconnected at 10:41:20. The patient then proceeded to exchange the system controller on 14may2026. Log file review showed that the ebb fault alarms returned on 14may2026 at 07:07 and the driveline was disconnected again at 07:08.